Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: upon further investigation of the log file and screenshots of service screen, it was determined that the circuit system test failed due to a too high measured leak. Most likely the connector released due to excessive manipulation on the circuit system. The plastics housing design does not prevent the connector to release if too much torque is added to it.

Manufacturer narrative:
Vyaire identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent the log files and it was seen that multiple alarms were active: alarm 389 -no o2 dosing possible, alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube and alarm 315 - inspiration valve or device leaky. At this time, the suspect device has not been return for investigation. Therefore, no definitive root cause can determined at this time. Investigation still ongoing.

Event description:
The customer reported no o2 dosing possible active alarm during initial follow up on a bellavista 1000. Furthermore, there was no patient involvement associated with the event.